Event description:
Caller tested 7.2 inr on the coaguchek xs system while a comparison lab returned as 4.9 inr. Customer was advised to hold her coumadin. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.